Manufacturer narrative:
(B)(4) - eval of the product found that there is evidence of moisture on the liqui-label. The rj-11 pins are corroded. The alarm case is damaged near the battery compartment and on the corners of the alarm case. The battery springs are bent, one screw in the alarm case is rusted and the other is missing. The alarm does power on and passes all functional tests. Note: posey instructions for use has a warning statement "the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. (B)(4).

Event description:
The customer reported that the alarm has no power when tested with new batteries. There was no pt injury reported. Inspection of the product shows that the alarm has corrosion on the rj11 pins.